Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the locking pin inside the brush head had come loose and the brush head had fallen apart; the first time, the brush head fell off entirely and he/she had the metal pin inside his/her mouth.

Manufacturer narrative:
23-apr-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via e-mail and stated that the locking pin inside the brush head had come loose and the brush head had fallen apart; the first time, the brush head fell off entirely and he/she had the metal pin inside his/her mouth.